Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/22/2024. Corrected information: b1, h1 - additional information was received that this event no longer meets malfunction reporting criteria. This medwatch report is no longer reportable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information. H3 investigation summary: the product was returned to ethicon for evaluation. Thirty unopened samples were received for analysis. Product code z2017. In order to evaluate the conditions of the returned samples, all packets were opened, and the following was observed: the swage and attachment area in seven needles were observed with a fissure in the barrel. In two samples, the swage area and attachment of the needle were observed cracked barrel with a needle part separated from the needle. Additionally, the needles will be sent to hsa for further analysis. In the remaining samples, the swage and attachment area were noted to be as expected. The needles were intact and no damage, or issues related to the cracked barrel were observed during the evaluation. A functional test was performed using instron equipment and two needles fell off when attempting to perform the functional test. The remaining samples met the minimum requirement. Based on the information currently available, cracked barrels and broken needles were identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. H3 investigation summary: two failed suture needles, labeled as (B)(4), were submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on february 25, 2025. The components were identified as product code z2017h. It was requested that hsa assess the fracture mode of the failures. According to the information, it was reported needle brakes of suture (2 times from 1 box). The product received for analysis was z2017h. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed within the suture attachment of sample b. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needles. Sample b, the fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fractures were predominantly intergranular, which is evidence of a brittle failure. These were non-ductile fractures. Corrected data: b1: device was returned and analyzed and became reportable due to device fracture defect.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, h1 - additional information was received and this event no longer meets malfunction reporting criteria. 2210968-2024-12123 is no longer reportable. Previous submission - follow up 2 - was sent in error. All information will continue to be reported under 2210968-2024-12121.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the needle breaks off suture (2 times from 1 box). There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/18/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please clarify the event description. Did the needle broke ? Did the needle pulled off the suture thread ? - when did the event occur (during removal from packaging or during suturing)? Did any needle piece fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? If not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.